Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported during coil positioning, the coil prematurely detached within the catheter. The catheter and coil were removed together successfully. No patient injury reported.